Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/09/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the thigh which is an off-label usage of the device. The patient experienced cellulitis after the sensor had been inserted in the thigh. The patient experienced edematous legs, scar, and asthenia. The patient was treated in the emergency department with unremembered antibiotic. She declined hospital admission and requested a stronger dosage of antibiotics. There was no documentation of further medical evaluation or intervention. The patient was still recovering and a little tired due to the infection at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.